Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a fusiform 8 cm diameter abdominal aortic aneurysm. The aortic neck was 10mm long and was reversed funnel measuring 27-29-30 mm in diameter and there was calcium in the neck. It was reported that during the index procedure, there was a proximal type I endoleak. The physician aggressively ballooned; however, this did not resolve the endoleak. The patient is being monitored. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (anatomy related; short and conical neck may have contributed). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; short and conical neck may have contributed).